Event description:
It was reported that the pk dissecting forceps instrument has a broken wire. No other information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found no broken conductor wires or damaged cables. Engineering also observed the instrument is broken at the proximal clevis to main tube interface with the clevis dislodged from the main tube as a result. Both the proximal clevis and main tube are missing pieces. One of the clevis pieces is fractured at the midpoint between the ears, indicating overloading at the tip occurred with the instrument wrist pitched. The distal end of the main tube has a 1.5 inch long, .250 inch wide section with material removed on one side of the tube. Damaged area is located 3.25 inches above the clevis and has a rough surface finish due to the glass fibers being exposed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.